Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, and sui. Following insertion the patient experienced pain, recurrent infection, urinary retention, urethral discomfort, and unable to naturally lubricate her vagina. It was reported that patient underwent mesh removal on (B)(6) 2013 due to pain and discomfort in pelvic area, and multiple recurring infections.